Manufacturer narrative:
Unit passed the excessive no delivery test, prime/delivery test and displacement test, no unexpected no delivery alarms occurred. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported to have received excessive no delivery alarms, even after set and reservoir change. Customer's blood glucose was 585 mg/dl. Customer declined troubleshooting. Insulin pump would be replaced.